Event description:
It was reported that there was a big difference between the sensor glucose values and the blood glucose values. At night the insulin pump alarmed low sensor glucose of 4.1 mmol/l but the customer's blood glucose was 10.2 mmol/l. Later, the sensor glucose was 3.0 mmol/l but the customer's blood glucose was 7.3 mmol/l. The sensor was inserted on the customer's buttock. At the time of the report, the customer's blood glucose was 8.3 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.